Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device exhibited reduced angulation and tissue glue was clogged in the tube; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned. An evaluation confirmed the customer allegation ¿reduced angulation¿. However, ¿clogging of the tube with tissue glue¿ was not confirmed. Additionally, it was noted that the channel tube was leaking due to pinhole on the forceps channel. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope exhibited reduced angulation and tissue glue was clogged in the tube. The issues were found during reprocessing ahead of a diagnostic procedure. The intended procedure was completed with a similar device. It was reported that the tissue glue was used to stop the bleeding in a previous procedure. No faulty scope was used on the patient. There was no patient involvement.